Event description:
Caller reported damage to tandem charging cable, and it was confirmed that charging supplies were no longer functional. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for replacement of damaged charging supplies via two-day shipping, and sent a replacement pump with updated software. Customer was instructed on backup therapy, steps for pump storage, and return of the malfunctioning pump, all of which were understood and acknowledged.